Event description:
It was reported that the device was used during an unknown procedure. The minimum button on the device was jamming and working intermittently. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/17/2008. Information anticipated, but unavailable at this time.